Manufacturer narrative:
The insulin pump was received with intermittent express bolus, esc, and act button response due to flattened button dome switch. The insulin pump's lcd keypad connector was not found unlocked during visual inspection. There was no cosmetic damage noted during physical inspection. (B)(4).

Event description:
The customer's manager reported via phone call that the keypad was not responsive. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.